Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd vacutainer® one use holder device presents "grooves" in its tips. The following information was provided by the initial reporter: device presents "grooves" (burrs) in its tips, which has almost caused an accident.

Event description:
It was reported while using bd vacutainer® one use holder device presents "grooves" in its tips. The following information was provided by the initial reporter: device presents "grooves" (burrs) in its tips, which has almost caused an accident.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.